Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the device had a hole in the hose near the muffler (zone one) (failed visual assessment). It was further determined that the swivel had loctite failure and the rotations per minute (rpms) were below manufacturing specification (failed rotational speed assessment). During service/repair, it was observed that the vanes were worn causing the rpm's to be below specification. It was determined that the issues with the loctite failure on the swivel and the worn vanes were consistent with normal wear. It was further determined that the hole in the hose was consistent with misuse. The assignable root causes were determined to be due to normal wear out from use and user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during the assembly and inspection process, while putting up the tray, it was observed that the sleeve at the wall socket connector end of the motor device had cuts /cracks. During in-house engineering evaluation, it was observed that the rotations per minute (rpms) were below the manufacturing specification (failed rotational speed assessment). The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.